Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No frozen screen noted. Device time or clock moved. No moisture damage on electronic assembly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. Customer stated screen was foggy from inside also moisture was present. Customer reports there was fluid under the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.